Manufacturer narrative:
In response to FDA report number: mw5097402. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, deformity of reconstruction, tenderness from armpit of the breast shooting pain, and pimple-like rash that comes and goes.

Event description:
Patient reported via regulatory agency capsular contracture, baker grade unknown, deformity of reconstruction, tenderness from armpit of the breast, shooting pain, and pimple-like rash that comes and goes. Additionally patient reported "malignant neoplasmn of breast" this event is not related to the device. Device remains implanted. This record is for the left side.